Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that the implantable neurostimulator (ins) was in an overdischarged status. There was also heating at the ins site when the ins was on. The patient also received "jolting" when getting in and out of the car. The rep met with the patient at the physician office on the day of the report. A trickle charge was initiated. An appointment was scheduled for tomorrow to clear the power on reset (por) and check impedances. The issues were not resolved at the time of the report. No surgical intervention occurred and it was unknown if any was planned. The rep later reported that the patient cancelled her appointment with the rep the next day as her issues resolved and they were able to clear the por over the phone.